Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn on his back under one of the rear therapy electrodes. Patient advised he was sleeping, rear therapy electrode felt hot and started to burn him. Patient reported removing the lifevest and it started to spark. Patient reported this occurred back in 2012 when he wore the lifevest but he was incarcerated for the past five years and only able to report the event now. Patient reported having a skin graft procedure. Patient reported the area is red and itchy.